Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cassette after ending their pd treatment. The patient reported receiving a patient line is blocked message during fill 2 of treatment. The patient pressed ok but the message reoccurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to re-setup with new supplies and bypass to fill 2 as well as follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however it was not available.

Manufacturer narrative:
Correction: follow up 1 missing g4 which should be 2020-01-20.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cassette after ending their pd treatment. The patient reported receiving a patient line is blocked message during fill 2 of treatment. The patient pressed ok but the message reoccurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to re-setup with new supplies and bypass to fill 2 as well as follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the clinical manager confirmed that the extension set for the patient was changed in order to continue treatment. The patient was seen in the clinic on 01/13/2020, assessed by a nurse, then was given antibiotics as a precaution. (Dose, duration, type unknown). The clinical manager stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinical manager stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The clinical manager confirmed that there was no fluid in or around the cycler. The clinical manager confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.